Event description:
It was reported that the user experienced recurrent hyperglycemia while using the ilet system, including a peak blood glucose of 600 mg/dl that persisted above 180 mg/dl for over five hours, despite changing infusion supplies and not observing visible site issues; the user administered 25 units of subcutaneous humalog by injection and was advised to disconnect from the ilet for at least 1.5 hours when taking outside insulin, and noted a history of menstrual-related glucose increases. Symptoms included vomiting and dizziness during the severe hyperglycemia. Outcomes included self-management without medical intervention or hospitalization. Investigation included a customer care troubleshooting assessment, education on backup therapy use and timing of meal entries, and guidance to consult a clinician regarding cyclical glucose variability. Investigation of this case revealed no device alarms or infusion set abnormalities reported and an unclear cause for the hyperglycemia, with potential contribution from physiological factors around menstruation and concurrent external insulin use without initial disconnection. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.